Event description:
A male pt contacted a lifecor pt services representative (psr) to report he was having trouble with his monitor. The psr contacted lifecor customer support who in turn contacted the pt. The pt stated that neither battery pack would power up the monitor. Support sent the psr to the pt to replace the monitor and both battery packs.

Manufacturer narrative:
Device manufacture date. Battery pack 1. Battery pack 2 - 09/2007. Monitor - 01/2008. Eval summary: device evaluations on battery pack 1, battery pack 2, and monitor have been completed. Battery pack 2 would not work because there was an unk substance inside the battery pack. One of the cells was corroded. The battery pack was scrapped. The root cause of the battery pack not charging was this unk substance. Battery pack 1 had defective cells. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the final download from the last pt to use this battery pack. This meant that the battery pack was used for greater than twenty-four hours. This means that the pt continued to use a depleted battery for hours after the expired runtime alarms sounded. The defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The last pt to use this battery pack did not report any problems. The monitor was fully functional. It would not power up because both battery packs were dead. It was retested and restocked. No adverse event occurred due to the defective battery packs. The pt received a replacement monitor and battery packs.